Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the complainant, the infusion pump generated high-pressure/occlusion alarms and subsequently shut itself off. A replacement pump was brought in, the infusion line was primed, and the replacement pump was programmed. Upon startup of the replacement pump, the norad screen went blank. The interruption in infusion therapy resulted in a drop in the patient's blood pressure. Metaraminol was administered via aliquots until an alternate pump could be set up and therapy resumed.